Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope to perform failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. Additional observations not reported by site: the endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located in the middle 1/3 of the endoscope cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope involved with this complaint; however, failure analysis has not completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope had an inverted image and would not change orientation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that during a laparoscopic cholecystectomy, the image on the endoscope appeared inverted, and the orientation could not be corrected. The endoscope was installed in the up orientation, and the surgeon confirmed the installation but was unable to resolve the issue. No indication of the image orientation was provided via the user interface. The endoscope and adapter/base were securely attached, with no visible damage or missing components. The endoscope was not manually rotated 180 degrees prior to the event. To resolve the issue, the affected endoscope was replaced with a backup, allowing the procedure to continue without further problems. The vision issue did not result in patient injury, and no material was missing or detached from the instrument.